Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump errors. The customer's blood glucose value was 38 mg/dl. The customer treated with donuts and apple juice. The customer stated that the alarm occurred during basal delivery. The customer stated that the alarm did not occur during rewind/load reservoir/fill tubing process. The product was returned for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2 or pump error 79 were noted during testing. Pump error 63 found at the formatted history file with a variable due to a software anomaly. The device was received with minor scratched display window and case.